Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying inaccurately high results compared to another meter. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 2:00 pm on (B)(6) 2010. The patient reported blood glucose results of "138 mg/dl" with a lifescan meter, "64 mg/dl" on an ambulance meter, and "68-72 mg/dl" on a second ambulance meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca documented that the patient manages his diabetes with insulin (self adjustor). The patient was unable to confirm if the alleged product issue caused him to change his usual diabetes regiment. On an unspecified time on (B)(6) 2010, the patient claimed that he developed "cool, clammy skin and confusion" after the alleged issue began. The patient reported that two emergency medical services (ems) arrived to assist the patient. The patient reported that his blood glucose was tested on the first ems meter and obtained a result of "64 mg/dl." The second ems meter displayed a result between "68-72 mg/dl." At 2:05 pm on (B)(6) 2010, the patient claimed that he was treated by a lay individual with food and drink. Based on the information that the patient provided, the cca determined that the patient was using test strips that been opened longer than the discard date, expired, or stored improperly. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and received acute medical treatment from a lay individual after the alleged meter issue began. However, based on the patient report, there is no evidence that the subject meter performed improperly.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.